Event description:
It was reported that outside of surgery the device needed repair damaged machined head, worn component - screw, worn component - reciprocation arm, out of calibration, control bar position was incorrect ¿ also part is damaged, loose width plate. The recalibration was not successful, so it is necessary to replace two vespels. There was no patient involvement. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: saudia arabia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.